Event description:
Pt transferred from another hosp to this facility on 10/13/1999 with intra-aortic balloon in place. Pt connected to balloon pump which alarmed and indicated leak in system. Intra-aortic balloon found to have a gas leak at junction of catheter and blue manifold. No adverse pt effects.